Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was septum material in the syringe. The user's blood glucose (bg) level was 268 mg/dl. The user addressed bg level by changing the supplies and delivering a bolus.